Event description:
At 5 years post surgery a revision of the sl-plus stem was performed due to loosening. Date and location of the revision surgery unknown. This case was reported within a follow-up examination of a ep-fit plus clinical study.